Event description:
During the operation, the anesthesia machine suddenly malfunctioned. The ventilator was unable to provide controlled breathing for the patient, resulting in the suspension of the surgery. No patient was injured. The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that a malfunction occurred during device use, and mechanical control ventilation could not be performed. No patient injury occurred. A dräger service engineer was involved in this incident. Based on the engineers analysis of the error codes, a motor failure was identified. Since the maintenance of this device has not involved dräger service so far and may have been performed by the hospitals technical department or a third party, dräger is currently unable to assess the operating condition of the device, its maintenance history, or the status of any replaced components. It is only known that this device has been in use for more than ten years. If the automatic ventilation system malfunctions or the automatic ventilation mode stops (ventilator failure), the monitoring functions are not affected, therefore, the user will continue to receive information about ventilation performance and patient gas measurements. If a ventilator fault occurs during automatic ventilation, the ventilator will automatically shut down and switch to ¿manual/spontaneous¿ mode (safe mode), and the corresponding ¿ventilator failure¿ alarm will be issued. Manual ventilation remains possible. All alarms, possible causes, and remedial actions are described in the user manual. As no failed parts were returned, it is not possible to further determine the cause of the failure. Customers are advised to contact a professionally trained dräger service engineer to inspect the device and carry out preventive maintenance in accordance with the relevant standards described in the user manual.

Event description:
During the operation, the anesthesia machine suddenly malfunctioned. The ventilator was unable to provide controlled breathing for the patient, resulting in the suspension of the surgery.no patient was injured.